Event description:
According to the information received on dec. 16, 2022, a patient was injected on (B)(6) 2022, with 1 ml of teosyal rha 4 into the bilateral nasolabial folds. Following injection, the patient presented with hematoma on the left nasolabial fold and the cheek. Immediately, topical arnica gel and massage was applied to the patient. The patient photos were reviewed daily by the practitioner, who noticed the presence of small vesicles on the affected area. A possible vascular complication was diagnosed by the practitioner. On (B)(6) 2022, as a corrective action, hyaluronidase was administered. Finally, on (B)(6) 2023, we were informed that following one session of hyaluronidase injection the adverse events has completely resolved without further issue.

Manufacturer narrative:
Additional MFR narrative: according to the information received this case would be related to an occlusion which is a well-known and documented adverse event in the context of filler injection. Vascular complications/occlusions are rare serious side effects. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch data review: a minor ncr-0345 was opened during production, that concluded to no incidence on the product safety and quality. Batch data history: no other complaint was registered to date (jan 11, 2023) with this batch number.

Manufacturer narrative:
According to the information received this case would be related to an occlusion which is a well-known and documented adverse event in the context of filler injection. Vascular complications/occlusions are rare serious side effects. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Batch data review: a minor ncr-0345 was opened during production, that concluded to no incidence on the product safety and quality. Batch data history: no other complaint was registered to date (jan 11, 2023) with this batch number.

Event description:
According to the information received on dec. 16, 2022, a patient was injected on (B)(6) 2022, with 1 ml of teosyal rha 4 into the bilateral nasolabial folds. Following injection, the patient presented with hematoma on the left nasolabial fold and the cheek. Immediately, topical arnica gel and massage was applied to the patient. The patient photos were reviewed daily by the practitioner, who noticed the presence of small vesicles on the affected area. Possible vascular complication was diagnosed by the practitioner. On (B)(6) 2022, as a corrective action, hyaluronidase was administered. Finally, on jan. 09, 2023, we were informed that following one session of hyaluronidase injection the adverse events has completely resolved without further issue.